Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The device passed the no delivery test and no excessive no delivery alarm was noted. It also had a cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and then no delivery. Blood glucose value was 235 mg/dl. She stated that she changed the set but still received the alarms. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.